Manufacturer narrative:
Probnp controls run on (B)(6)2023 and other quality control did not show an indication of an issue. Probnp and psa control data from the day of the event were not provided. Upon review of the alarm trace, liquid level detection noise alarms occurred in november 2022 and on (B)(6)2023. A sample short alarm occurred on a sample run prior to the sample tested for probnp. The sample tested with probnp was pipetted afterward without issue, so a reagent issue can most likely be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay and a second patient sample tested with elecsys probnp ii on a cobas e 411 immunoassay analyzer (serial number 6122-03). No questionable results were reported outside of the laboratory. The first patient sample initially resulted in a psa value of < 0.1. The sample was repeated on a cobas e 601 analyzer, resulting in a value of 253.50. No units of measure were provided for the psa assay. The second sample initially resulted in a probnp value of < 10.00 pg/ml with a data flag on (B)(6)2023. The sample was repeated on a cobas e 601 analyzer on (B)(6)2023, resulting in a value of 988.4 pg/ml. The psa and probnp reagent lot numbers and expiration dates were requested, but not provided.